Event description:
The device was used during a laparoscopic nephrectomy procedure. Reportedly, the aorta was lacerated during penetration. The surgeon converted to an open procedure and used suture to repair the vessel. Due to the amount of blood lost the pt required a transfusion.

Manufacturer narrative:
11/17/1998- supplemental report #1 sent to FDA. Device not received for evaluation.